Manufacturer narrative:
Two samples were sent for investigation. Both samples were checked on cobas e602 with tnt hs, tni and tnt stat. Sample 1: tnt hs > test, tni < test (capillary sample), sample 2: tnt hs 26,81 pg/ml, tni < test, tnt stat < test (0,010 ng/ml). Tnt stat determination for sample 1 was not possible, sample short. Further assessment is not possible with available information and measured results. The results reported by the customer could be reproduced. Capillary blood is not a specified sample material. The tnths value in the venous blood draw sample could be confirmed and has to be interpreted from a clinical point of view. There is no like or similar tnt product marketed in the us. There is also no regulatory clearance to install a tnt assay on the e 801 in the us.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reported stated that they received discrepant results for one patient sample tested with the elecsys troponin t hs assay on a cobas 8000 e 801 module. A capillary plasma sample was collected from the patient and initially resulted with a troponin t value of > 10000 ng/l accompanied by a data flag. The sample was automatically diluted by the analyzer, resulting with a value of 5953 ng/l. This value was reported outside of the laboratory and did not match the clinical condition of the patient. The patient was sent to another hospital based on this elevated value and also since the probnp value was elevated. Prior to traveling to the other hospital, a new venous plasma sample was collected from the patient and tested, resulting with a troponin t value of 27.6 ng/l. At the other hospital, the patient had two normal troponin t results. Both the first and second sample were repeated several times, with the same results. Probnp and creatinine results from both samples were confirmed to be the same. In order to confirm if the petroleum jelly used on the patient's finger during capillary sampling had an affect, the reporter analyzer two samples collected with petroleum jelly and without petroleum jelly. The troponin t results on both were approximately the same. The serial number of the cobas e 801 analyzer is (B)(4).